Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the deployment tube and the seal was completely unraveled outside the tube. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon these findings, the reported failure "seal unraveled and tension spring remained inside tube" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal tension spring remained inside the tube. The seal appeared to have unraveled. A new kit was used to complete the procedure. There were no patient effects. The product was returned.